Event description:
Customer's death was reported by company rep. Cause of death was complications from chronic pancreatitis. The secondary cause was complications from hyperglycemia. Customer died in the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.